Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between april 10-12, 2025. H11: the device was received for evaluation. Visual inspection was performed on the returned device which showed that the blue winged luer cap was slightly untightened, which indicated leak occurred at the cap due to untightened cap. Signs of surface roughness were not observed inside the cap when inspected under the microscope. A functional leak test was performed, and no signs of leaking were observed. The reported condition was verified. The cause of the issue was user related. The product label (IFU, instructions for use) indicates to ensure that the winged luer cap is securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. It was "suspected that the chemotherapy pump was leaking". The liquid was observed in the transparent sealed bag used to store the chemotherapy pump during transfer. The issue was noticed after filling. The device was filled with 240ml fluorouracil and 70ml saline. There was no patient involvement. No additional information is available.